Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017, patient presented with pre-op diagnosis: cervical spondylotic myelopathy (csm) for which patient underwent c3-7 laminoplasty. On an unknown date, post-op, a screw (2.6×5 mm) inserted into laminar of c3 or c4 backed out. It almost completely dropped off the vertebra. The patient was decided to receive observation without re-operation. "Doctor¿s comment: it couldn't be helped, because the bone quality was poor."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.